Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2014-product analysis: the device was returned and evaluated by product analysis on 12/03/2014 with the following findings: review of the pump¿s black box revealed no evidence of shortened battery life; multiple low battery warnings were observed. The battery compartment was intact. Leak testing found no leaks. Moisture was observed on the battery cap spring. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. There was no evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.